Event description:
As per the (B)(4) study, a patient experienced an mi approximately twenty three months after the index procedure. At the time of the index procedure, the patient had a 2.75 x 33mm cypher stent implanted to an unknown vessel. No other information has been provided.

Manufacturer narrative:
Complaint conclusion: as per the (B)(4) study, a patient experienced an mi approximately twenty three months after the index procedure. At the time of the index procedure, the patient had a 2.75 x 33mm cypher stent implanted to an unknown vessel. No other information has been provided. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15195922 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.